Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unit had missing reservoir tube o-ring, missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump had damaged at the o ring of reservoir compartment. Customer¿s blood glucose level was unknown. Customer was treated with glucose. The customer was advised to discontinued the insulin pump and revert to backup plan. The device will be returned for analysis.